Event description:
Pt underwent a spinal surgical procedure in which adcon gel was applied. At a later date, pt presented with a severe headache and underwent reoperation. An ulceration of the dura was identified during the reoperation.